Event description:
It was reported that the filter was placed due to dvt of the lower extremity and a contraindication for anticoagulation. Two days after implant, the pt returned to the hosp complaining of shortness of breath. A CT scan revealed that the pt had a massive p.e. The filter was angulated within the cava and was clot burdened. Additionally, the filter moved up one vertebra, with one leg facing superiorly. One leg penetrated the cava wall at the duodenum. Another filter was placed above the recovery filter. The pt is reported to be fine.